Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single used loading unit (sulu) was received fully fired and engaged in interlock. Damage was noted to the knife blade. The sulu was reset and loaded into the returned instrument. The instrument and sulus were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colorectal resection procedure. The stapling device was being used for the anastomosis of the colon tissue. The first two firings of the stapler occurred without incident. When the third reload was fired, the reload only partially fired. Leaving no staple formation at the distal end of the anastomosis. In order to resolve the issue and complete the case, the anastomosis had to be finished with suturing. There was no patient harm.